Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad was found to be peeling from the ok button to the down arrow button and the ok button was not always working and was intermittently responsive. The patient reported being unsure whether the damage or response issue occurred first. The patient reportedly wore the pump in a fanny pack. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad was peeling at the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all keypad buttons respond normally. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.